Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 30-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation, but was returned to olympus service operation repair center (sorc). During the incoming inspection sorc found the reported phenomenon, e207 error occurred, and that the connector was hard to insert. There was no service record for the subject device. Four years or more have passed since the subject device was manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp, such as breakage of the filament due to vibration. Regarding the connector insertion, aging deterioration was a possible cause.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp, such as breakage of the filament due to vibration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the subject device gave error e207 which indicated the emergency lamp had failed. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and confirmed that error e207 was displayed on the monitor due to the failure of the emergency lamp.